Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via (B)(4) that the guidewire was snared out of the vessel. Access was obtained via the right arm. A 025/180 platinum plus¿ guidewire was advanced to the lesion. It was noted that the device uncoiled in an unspecified vein. The device was able to be snared and was removed from the patient's body.